Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a maverick 2 balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There was a shaft kink 20cm from the edge of the distal tip. There was a hypotube kink 57.5cm from the edge of the distal tip. The distal tip was damaged. Magnified inspection revealed a 15mm longitudinal tear from the proximal to distal sections of the balloon. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported during a percutaneous coronary intervention, catheter crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal left circumflex artery (lcx). A 2.50mm x 15mm maverick² balloon catheter was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was good. However, returned device analysis revealed longitudinal tear from the proximal to distal sections of the balloon.